Manufacturer narrative:
Date received by manufacturer: 6feb2019. Reference MFR number 2031642-2019-00767. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06feb2019. The field service engineer (fse) was able to verified the reported problem. The fse replaced the power supply to address the reported problem.

Event description:
The customer reported that the ventilator will not power on. The customer reported that the unit was not in use on patient. Event date not specified; estimate used.